Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they noticed today they were getting a message that said it was off or it said: the system is operating at a maximum setting, the therapy cannot be increased. The patient said they had it set on 1.7 and it was off, they need it to be raised up to 1.4 or 1. 7 because without it they will be urinating all over the place. The agent offered to assist the patient make a therapy adjustment. The patient encountered the max settings message upon initial synch. They were successful to change programs and increased to 1.4 on a different program. The agent reviewed the max settings message information and redirected the patient to their doctor. The issue was not resolved through troubleshooting. The patient said they have not had any falls or accidents, no other medical tests or procedures. The patient mentioned unrelated other history. This included patient said their private information and identity had been hacked, they had thought the hackers could hack their interstim and the hackers were changing their numbers and turning therapy off. The agent reviewed wifi was disabled for the samsung device and offered to transfer the patient to mobility to review further information however the call disconnected. The agent called the patient back, they were on another line so the agent reviewed they could call back if they needed further support. The patient also said they had an appointment with their doctor on may 14th and when they see their doctor they would probably need to get another one of these put in. The patient was redirected to their doctor.